Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the rep gave revised instructions that once connected do not turn the communicator off, and the problem has resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 additional information was received. The pt reported that every time they go to try and turn the device on to see the battery levels, they are unable to connect using the communicator and confirmed seeing a message "will not connect with communicator". They have to reset the communicator every morning when they check to see if they need to charge. The pt confirmed they are able to restart the communicator successfully and can connect successfully. Due to the patient's arthritis, they reported they could only use their thumb and it is very painful to press the button on the communicator. Troubleshooting could not be done during this call because the agent was unable to hear the patient. The pt disconnected the call. The pt called back reporting they were getting the "not found communicator" message and they think something is wrong with the device. Troubleshooting could not be performed because the patient could not remove the handset nor communicator from the case due to their arthritis. The agent reviewed how the devices communicate. The agent asked how the pt was powering down in-between uses and the pt stated they always back out of the app a nd power off the phone. The pt was wondering if their bluetooth hearing aids could be interfering and causing the communication issues. Agent offered to reach out to the field to discuss more options and told the pt they would call the pt back the next day. The following day, the pt was contacted to ensure a rep had followed up with them. The pt stated they had not heard from anyone. The agent sent another email to the field. The pt called back on(B)(6) 2025 reporting they received a letter and preferred to respond to the letter verbally. The pt stated they do not have anyone to help them and doesn't understand why the devices have cases, which make it difficult for them due to their arthritis. The agent offered to take the pt's answers to the letter over the phone and recommended that the pt could answer the questions on a separate sheet of paper if they need more room to answer the questions. The pt was redirected to their doctor to inform their doctor about their frustrations with the external equipment. The pt stated it is not an hcp problem but a mdt problem. A field rep responded to the agent's email stating they believe they had a fix for the reported issues and they were going to re-educate the pt on proper use of the equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implanted pain stimulation implantable pulse generator (ipg) experienced trouble connecting to their neurostimulator. The patient expressed concerns that their hearing aids, which are adjusted via a cell phone application, might be affecting the communication process. Additionally, the patient reported frequent pairing issues with the communicator and had to reset it multiple times. The communicator displayed a message instructing to "ensure communicator is on." The patient mentioned having arthritis, which made it difficult to handle the device. The patient was advised to contact patient services for further assistance. The resolution involved educating the customer and providing information.